Event description:
In 2009, the pt's father reported that the pt's blood glucose was elevated to 400-500 mg/dl for the past 2 days. Elevated blood glucose is treated by injecting insulin via syringe. He stated that this morning, the pt's blood glucose was over 500 mg/dl when he woke up and he "hardly ate any food all day" and his blood glucose remained elevated. At the time of the report, the pt's father was at work and unable to troubleshoot the infusion device. The next day, the pt's mother called to complete troubleshooting. She stated that the pt switched to injection therapy last night at 8:00pm and his most recent blood glucose reading was over 300 mg/dl. His target blood glucose level is 90-105 mg/dl. Through review of the bolus history, the mother found a bolus for 0.5 units and another for 2.0 units on 2/19/09. She stated "he never takes boluses that small." She believes these smaller boluses were due to e4 (occlusion) errors and empty cartridge. She stated that the pt has "pump bumps" at his infusion sites and she was educated on proper site rotation. Upon follow up two days later, the pt's mother stated that his blood glucose is "much better" and he used a new infusion site below his navel. She believes scar tissue is affecting his insulin absorption. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.